Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat #5510f601, lot #l5eot, description:triathlon cr fem comp #6 l-cem. Cat #5520-b-600, lot #unknown, description:triathlon prim tib baseplate - cemented. Cat #6642-2-705, lot#tcpd305a, description: duracon duration conv patel md. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Not returned.

Event description:
Patient completed 10-year study questionnaire. Patient stated not satisfied with result. Adverse event form states rom @ 95.

Manufacturer narrative:
An event regarding poor range of motion involving a triathlon insert component was reported. The event was confirmed through medical review. Method & results: device evaluation and results: not performed as the devices remain implanted. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated:this procedure was reported to have been performed at some time post arthroplasty. The poor handwriting may suggest this was performed at 14-months post arthroplasty which would be a good timeframe consistent with the disease history. Results were apparently not great because limited knee functionality with complaints persisted and was reported up to 10-years follow-up. This was the main concern for dissatisfaction of the patient with the knee arthroplasty procedure although complaints were still not severe enough to indicate further interventions such as open surgical release of scar tissue with bearing exchange. This may still remain a treatment option if patient continues to be unsatisfied with the procedure. As such is arthrofibrosis a ¿normal¿ complication of total knee arthroplasty caused by the soft tissue conditions around the knee devices but not related to the implanted devices themselves and as such is a procedure-related complication with in this case additional patient-related risk factors. No information is available to suggest that device-related aspects have played any role which is consistent with the type of problem reported. This pi case is not device-related. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the medical review indicates that total knee arthroplasty requiring extensile exposure with additional patient-related risk factors of poor knee function with severe varus deformity prior to arthroplasty has resulted in arthrofibrosis with impairment of knee functionality. An arthroscopic release of scar tissue has been performed some time post arthroplasty although knee functionality did not improve significantly. Patient remained dissatisfied with the outcome of arthroplasty with limited knee flexion and an extension deficit although complaints were not severe enough to indicate revision surgery. A CAPA trend analysis was conducted for the reported failure mode and concluded lack of motion may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient stated not satisfied with result and reports a range of motion at 95. Patient was initially diagnosed with osteoarthritis. Concurrent medical conditions: hypercholesterolemia, asthma.